Event description:
Provider called alleging loaner was given to customer and she drove down a flight of stairs at college. Had on lapbelt.

Event description:
Provider called alleging loaner was given to customer and she drove down a flight of stairs at college. Had on lapbelt.

Manufacturer narrative:
The device was returned and evaluated. Failure to comply with owner's manual.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be submitted.